Manufacturer narrative:
Analysis of the device reported as a device failure. Device analysis report is attached. This report is submitted on july 27, 2021.

Manufacturer narrative:
Analysis of the device reported as a device failure. Device analysis report is attached. This report is submitted on october 05, 2021.

Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.